Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right external iliac artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, the balloon ruptured. No portion of the balloon was detached inside the patient after it ruptured and the device was completely removed from the patient. The procedure was completed using another of the same device. No patient complications were reported.